Event description:
Pt was injected with radiesse dermal filler in the cheeks and naso labial folds. The pt has permanent cheek implants and the radiesse was injected into tissue plane superior to the implants. Two days post radiesse injection, the pt developed an infection and was treated with antibiotics.

Manufacturer narrative:
During a f/u with the nurse injector, it was reported that the antibiotic dosage has been completed and the pt's infection has resolved. The pt was also treated with ipl to promote circulation. Per the IFU for radiesse dermal filler: no studies of interactions of radiesse with implants have been conducted. The device history records for radiesse lots 1012130 and 1011607 were reviewed; these two lots met all testing specifications.